Manufacturer narrative:
Customer has indicated the complaint sample will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information provided by (B)(4). Device has not yet been returned to manu...

Event description:
It was reported during an unknown patient procedure that the reamer handle tip fractured/broke during a patient procedure. Customer indicates the surgeon had to torque a little harder than normal as the patient had tougher bone. Procedure was completed with another device. No patient injury or adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The adaptor coupling was broken. A visual examination of the complaint sample was completed and found to contain numerous areas of surface deformation attributed to wear from repeated intended use throughout the surface of the device. The customer reported the event occurred as "the surgeon had to torque a little harder than normal as the patient had tougher bone". The applied stresses or forces may have been applied as the surgeon had to torque harder and caused the malfunction. A process review was completed and there were no discrepancies found. The instructions for use (IFU) shipped with the product instruct the user "manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use". (B)(4).